Event description:
It was reported the programmer would not identify a device. The programmer head was replaced but the problem persisted. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the intermittent interrogation; during non-wireless interrogation, only could only get one intermittent green light and would only interrogate if directly on top of the device. A printed circuit board assembly was found out of electrical specification. Analysis also found the top hinge plate screws were missing and the right keyboard hinge was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.